Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cover glass of the insertion section was scratched; therefore, the image was poor, the meniscus of the charged coupled device (r-unit) section was broken, therefore the image was poor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid video laparoscope to the service center for a separate issue. During device analysis, the service report technician identified scratches on the cover glass of the insertion section, a broken meniscus in the charged coupled device (r-unit) section, and poor image quality. There was no patient involvement.